Event description:
It was reported that the anesthesia workstation failed the system check out due to a leaking fresh gas safety valve. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.